Event description:
It was reported that during a gastric resection procedure, there were difficulties opening the device. During the sleeve procedure, the clamp was blocked when stapling. This produced a stomach tear. The stomach is lined. They cut the stomach in front of the tear; the stomach is smaller than what they had originally planned. To repair the tear they put a suture, a new clamp with charger and a hemostatic adhesive bandage (of concurrence). The clip was rinsed. A charger has been used before with no problem. Problem at the second charger replaced by another charger; so two chargers were used. Patient reoperation three days after due to bleeding.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: problem : difficulties when stapling and not in the clamp opening on what tissue type was the device used? At what location on the tissue? On the stomach itself, on vertical portion. During what kind of procedure was the device used? By pass (and not a sleeve) for morbid obesity. Was it used on thick tissue? No. What was the outcome, leakage, bleeding or other please specify? Peritonitis but they did not find a leak, they thought that it was clogged. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? The incident occurred with the second charger. During which stroke did the event occur? Lors de la première activation de la poignée d¿agrafage, qui déclenche la formation de la ligne d¿agrafe et la coupe des tissus. During the first activation of the handle stapling, which triggers the formation of the staples line and the tissue cut. What color cartridge was being used? Blue cartridge. What other color cartridges were used before and after this event? First gold cartridges then green cartridges. Was buttressing material utilized? If so, which product? Nothing special, no calibration. Was the instrument fired across or near an existing staple line or clip? Yes, the second charger is used in the continuation of the first staple line. There was an overlap. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes difficulties during stapling. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? No. Has this any impact on the patient, the surgery or the healing process? Yes they reoperate the patient for peritonitis. Since there was bleeding, is it possible that the patient¿s health history or anatomy contributed to the difficulties that were encountered? No. How much blood did the patient lost? Was a transfusion required? No blood loss. Was the patient taking any anticoagulants? If yes, specify prescribed medication. No. Does patient have a known coagulation disorder? No. Has the patient taken any steroids? No. What was the patient¿s pre-op hemoglobin and hematocrit? Normal rate (12). What was the patient¿s post operative hemoglobin and hematocrit? Normal rate (12). Is there any other additional information you would like to share about this device or procedure? The doctor think that this is due to the overlapping of staples lines. Forty-eight hours ((B)(4)) after : occurrence of a tachycardia and desaturation laparoscopy urgently looking for complications due to bypass. Weird effusion in the above-meso-colic floor with false membranes around the anastomosis. Anastomosis retested : macroscopically normal without leakage. Exploration (line stomach stapling excluded): no anomaly. Unwinding of the small intestine: macroscopically normal. They then performed a peritoneal lavage and drainage. Gestures made : supraumbilical open laparoscopy, typical placement of trocars, peritoneal lavage, sizing of the drainage zone and anastomotic.

Manufacturer narrative:
(B)(4). Nicked knife the ec60. Device was returned with no visual non-conformances and with no cartridge reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended; however, the cut was jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. It is recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.